Manufacturer narrative:
This is a known malfunction based on the evaluation of consumer comments and results of previous investigations with a similar claim by consumers. The malfunction is a broken device handle drive axle resulting in the whole brush refill coming off exposing the drive axle.

Event description:
Tooth fracture [tooth fracture], damaged two upper teeth [tooth injury], brushhead came loose while brushing [device connection issue]. Case description: a consumer reported that they , an adult female, age unspecified, reported using oral-b precision clean brushheads and oral-b 3-d white brushheads with her triumph 9000 type 3731 toothbrush on an unspecified date, when the brush head came loose while she was brushing. Her tooth was immediately fractured and two of her upper teeth were damaged. She visited her dentist who smoothed down the teeth. Her treatment is not yet concluded. The case outcome was not recovered. Product use has been discontinued. No further info was provided.